Manufacturer narrative:
A holistic review of the dataset provided was performed for cobas liat analyzer s/n (B)(4) and there does not appear to be any issues with the instrument. Data from the other liat instruments were not provided. The late CT in run #(B)(4) indicated a potential low-titer sample near the limit of detection (lod) of this assay where results can waiver. Samples with late CT values at lod indicate a very low viral load that can be either from samples with a low titer or from cross-contamination. Note that samples near or below the lod of the test may generate varying results on repeat testing. In addition, there are differences in testing methods/technologies that may affect sample results. As such, results with one assay may not be reproducible with a different assay. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination, and also differences in testing platforms. In addition, the extended delay in testing beyond 72 hours with the sample not frozen at the required temperature may have affected the viral load in the sample and subsequent testing. The method sheet for the cobas sars-cov-2 assay instructs that "freezing at -70°c or colder (and transportation on dry ice) is required for specimen storage or transportation beyond 72 hours...." For testing after 5 days. Per the customer, the sample was frozen at -12 to -34c. Throughout the data analysis, a systematic issue was not observed and a product problem was not found.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for one patient sample using the cobas® sars-cov-2 & influenza a/b test for use on the cobas liat system. The alleged sample initially generated a positive result for sars-cov-2 (influenza a/b negative) on cobas liat. The same sample (frozen and thawed) was retested on two separate cobas liat analyzers and generated a positive result for sars-cov-2 on one analyzer and a negative result on the other analyzer. Finally, the same sample was tested on the genmark eplex platform and generated a negative result for sars-cov-2. Per FDA¿s eua guidance, 1 MDR will be filed.